Event description:
The patient experienced no stimulation sensation and acute pain in his left leg, right leg and low back following trauma. He turned to get out of his vehicle and felt an excruciating pain in his lower back on (B)(6) 2012. The following day he stopped feeling stimulation. He was not able to adjust stimulation. The stimulation on light was on and a 9v light was on, on the patient programmer. When attempted to adjust stimulation up and down he received a triple beep. He tried to adjust a/r/w switch but would hear triple beeps. He changed the batteries multiple times with no effect. He did not have a physician due to relocating. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: extension: model 748940, serial# (B)(4), implanted: (B)(6) 2005. Extension: model 748940, serial# (B)(4), implanted: (B)(6) 2005. Lead: model 3888-33, lot# j0545143v, implanted: (B)(6) 2005. Lead: model 3888-33, lot# j0545143v, implanted: (B)(6) 2005. (B)(4).